Event description:
That svc impedance measures "none", but rv defib measures oor. Bipolar impedance in range, but ttc oor. These measurements come a day after gen change. Existing lv lead was capped, and physician reports plugging all pins into header. No pin plugs used. Suspect some sort of lead-device connection issue. Noted that svc defib impedance does not measure/display unless the device measures a "valid" impedance. Given that "none" has measured from date of implant or even day after, suspect that rvc and/or svc pins are not seated properly. Given that ttc has measured oor, suspect rv coil connection issue. Noted that transmission from date of implant shows in range bipolar, ttc, and rvc impedances, but no svc. Noted that difference in impedance measurements between bipolar and ttc is surprising, given that bsx 0185 lead is integrated. Bipolar and ttc should measure nearly identically. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).